Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. No bolus delivery anomaly was noted. The pump was monitored for several days and no unexpected bolus delivery anomaly or over delivery anomaly was noted. The pump passed the delivery accuracy test. The pump had a stained end cap sticker, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 41 mg/dl. The patient's blood glucose at the time of call was 161 mg/dl. The customer stated that her insulin pump displayed her active insulin at 17 units but she never programs a bolus greater than 15 units; the customer did not recall programming a 17-unit bolus. During troubleshooting the customer confirmed that her settings were programmed accurately. However, there was a green discoloration above the up arrow button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.